Event description:
It was reported that the system 9900 displayed joystick toggle errors and was unable to fluoro. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the cpu circuit board and backplane circuit boards were defective and were replaced. The system was tested and found to be working as intended and placed back into service.